Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received; the mark is consistent with previously reported marks on lenses and is reported as not visually significant.

Manufacturer narrative:
The lens was not returned. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported, during insert of the preloaded intraocular lens (iol) the plunger skipped through the viscoelastic and made a "scuff" mark on the side of the optic/haptic junction while in the delivery system. This did not cause visual disturbance however the surgeon saw the scuff mark through the microscope. The lens was not extracted. Additional information is requested.